Event description:
It was reported that the product was used during a gynecologic surgical procedure. It was reported that the pt is "experiencing extreme pain, recurrent adhesions on ovaries." The consequence to the pt is unknown. Additional information provided on 6/03 from the pt noted that "pt is contacting a gi specialist as pt cannot hold down food and has blood in their stool. Pt had an ultrasound last week and the adhesions are back." "The pt has been referred to a pain clinic doctor('s) contact information at this time. Pt will be in contact if pt requires further follow up. "In 2002, the pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the pt's surgery, "pt developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life... And an impaired ability to bear children."